Manufacturer narrative:
The implant date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented at office consultation due to this inflatable penile prosthesis (ipp) not working. A surgery was performed and broken tubing was identified. The cylinders were removed and replaced. There were no patient complications reported.